Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:02:14. During night drain cycle nineteen, the patient's ultrafiltration reading was 1503ml, indicating the home patient (hp) drained 1023ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, tidal total uf removal set too low. A labeling review was performed; the labeling reviewed was found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the iipv event. The cause was use error, tidal total uf removal set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can resulting a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation."